Manufacturer narrative:
(B)(4). The device was manufactured may 26, 2015 - may 27, 2015. The device was received for evaluation. Visual inspection revealed traces of clear, oily liquid on the internal surface of the housing. Fourier transform infrared spectroscopy identified the liquid to be silicone oil. The amount of oil in the device was found to be within specification. Excess silicone oil is considered a cosmetic issue. The device was found to meet specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate had moisture in the inside wall of the housing. There was no patient involvement. No additional information is available.